Manufacturer narrative:
Concomitant medical products: product ID: 8785, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was noted during the revision {refer to manufacturing report # 3004209178-2018-14047 regarding reason for revision} as the healthcare provider (hcp) pulled the catheter connector from the packaging he accidentally pulled the collet off the connector from the 8785 kit. The hcp was also already opening an 8782 kit for the revision so they just used the catheter connector from that kit. The rep requested information for future cases on whether the collet could be popped back on and used. It was noted the connector was placed in biohazard waste even though it was never used. The hcp had asked if something changed with the anchor deployment tool. Additional information was received from a company representative (rep) on 2018-jul-26 indicated the serial number of the 8785 was unable to be obtained as it was never implanted. It was noted the healthcare provider (hcp) reached for the collet from the 8785 packaging and it was in two pieces. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.